Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the philips field service engineer was unable to perform the op-check on the customer's device as the ¿insert battery¿ message appeared. The ready for use indicator displayed a red x. There was no patient involvement.